Event description:
The customer stated that the insulin pump had a blank display. The customer reported a blood glucose reading of 324 mg/dl at the time of the call. The customer didn't know if the insulin pump was bumped, dropped or exposed to moisture. Troubleshooting was performed and the insulin pump screen remained blank. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.